Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio iq meter kept giving her an unspecified error message. The patient called lfs back on (B)(6) 2012 to inquire about replacement of test strips lost due to the alleged issue. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call. The patient did not recall the specific error message she obtained with the subject meter. The patient could only recall seeing a message to "change strips." The patient reported that she began to obtain the error message in (B)(6) 2012. The patient claimed she went through 100 test strips with the same error appearing. As a result of the error message, the patient stated she was unable to test her blood glucose for 3 or 4 days. The patient informed the csr that she was managing her diabetes with humalog insulin at the time the alleged issue started. In that period when she was unable to test, the patient claimed she did not make any changes to her usual diabetes management and denied having developed symptoms or receiving treatment for an acute complication of diabetes. The patient reported that on (B)(6) 2012, she went to the pharmacy to purchase test strips for her backup meter (onetouch ultramini). The patient claimed that at that time her pharmacist helped her resolve the alleged error message. The patient reported testing exclusively with her backup meter since (B)(6) 2012. It is not known why the patient did not continue testing with the subject meter after her pharmacist was able to assist her with resolving the error message. During the call to lfs on (B)(6) 2012, the patient informed the csr that on (B)(6) 2012 at approximately 1:30-2:00am, she felt as she was "paralyzed." The patient reported that she could not speak as her mouth was numb and she was also unable to move her arms or legs. The patient stated her daughter called emergency services. When they arrived, the patient reported that her blood glucose was "0.8 mmol/l (14 mg/dl)" when they tested her with their device. The patient claimed she was treated with a glucagon injection and confirmed feeling better within a couple of minutes. The patient denied being taken to the hospital or receiving further treatment. Prior to the onset of symptoms, the patient did not recall when she had last tested her blood glucose with her backup meter. The patient denied making any changes to her diet, medication(s), or activity level prior to onset of symptoms. This complaint is being reported because the patient was treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k110637.